Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an impella cp was implanted in a 85-year-old female patient for high risk percutaneous coronary insertion (hrpci). It was reported that the impella cp easily passed through the introducer and was placed in the left ventricle (lv). The pump was started in auto with average flows of 1-1.5 l with suction. However, the position of the pump within the patient appeared to be the culprit and the impella was removed and rewired. The impella cp position was optimal and the pump speed slowly increased to auto. No patient harm was detected.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.